Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of under infusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the door and door hooks were bent. The door and door hooks will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused during patient infusion in the infusion clinic with infusion parameters: 500 ml/hr, volume to be infused of 260ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.